Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was discarded at the hospital. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during surgery, the tool tip broke off when cutting the skull bone flap. It was reported there was no patient injury and the device was discarded at the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.